Event description:
Pt landed a jump during motocross event while wearing a cti custom knee brace and felt pain after he landed the jump. Pt suffered a complete acl tear, partial pcl tear, lateral bucket handle tear of the meniscus and other internal derangement of the knee.